Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a heat rash under the back therapy electrodes. The patient was given a cortisone cream from physician. Patient reported also using a powder on irritation. Patient reported that the irritation has improved.